Event description:
The customer reported a syringe with residuals after infusion of dextrose. No patient harm, medical intervention or hospitalization. Additional devices used: bbraun perfusor space syringe pump.